Event description:
It was reported that customer received a no delivery alarm and is experiencing high blood glucose. Customer's blood glucose at the time of call was 25.5 mmol/l and had been higher than 33 mmol/l. Customer treated high blood glucose with bolus delivery. Customer was not able to troubleshoot for no delivery as he had to go. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).